Manufacturer narrative:
(B)(4). Customer's report of channel error/channel disconnect error could not be confirmed. Customer did not sequester the devices. The cause of the channel error/channel disconnect errors could not be determined.

Event description:
Customer reported that they are averaging more than five channel communication error and/or channel disconnect errors per day. Although requested no pt details were provided and no pt harm was reported.